Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) has been confirmed. As received, the monitor belt connector was loose. The electrode belt would connect to the monitor, but would not stay locked into place. The electrode belt connector was snapped from the mounting holes, which would not properly secure the belt in the monitor. The root cause for the damaged monitor connector was not positively identified, but was likely due to physical abuse. No adverse event resulted from the damaged monitor connector. The pt received a replacement monitor.

Event description:
An (B)(6) old female pt's care taker contacted zoll customer support to report the pt's disconnected the monitor from the electrode belt and was able to reconnect, but the monitor and electrode belt would not stay locked together. The pt was issued a replacement monitor.